Manufacturer narrative:
Retainer ring: black. The p-cap / reservoir locked properly during testing. Unit power up properly after battery installation. Unit passed self test and displacement test. No pump error 23 or 49 were noted. However, unit received with high sleep and active currents due to corrosion / moisture damage at the pcba 1 and battery tube. No traces of moisture / corrosion were noted at the pcba2, motor or keypad assemblies per visual inspection. Unit received with cracked case on the back at the battery tube area, belt clip rail case corner and battery tube threads. Unit received with stained serial number label. Unit received with minor scratched display window, case and keypad overlay. (B)(4).

Event description:
Information received by medtronic indicated that the moisture on the back of screen and got pump error alarms. The customer stated they were able to clear the alarm and able to complete rewind process. The customer stated that the insulin pump had a crack on back side. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.